Manufacturer narrative:
The olympus field service engineer was able to obtain additional information as the clog likely occurred in the previous procedure. The user reprocessed the scope correctly. The scope has been used on other patients with the reported issue. The subject device was returned to the olympus repair center. The service evaluation confirmed the nozzle was clogged with foreign material which could not be removed the engineer. There was no physical defects or deformation to the nozzle. Additionally, the bending angles were insufficient due to stretched angle wires. The interface of the water bottle in the electronic connector was loose. The light guide tube has become worn/deterioration. The switch buttons, scope (s) cover, the protector boot, are worn/discolored. The insertion tube has an indentation and wrinkles. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via service request that the customer evis lucera gastrointestinal videoscope has a clogged nozzle. The customer¿s reported problem was found during inspection before use. The intended procedure was completed using the same scope. There was no delay, and no death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing scope. The following information is stated in the instructions for use (IFU): ¿operation manual_ preparation and inspection_inspection of the endoscopic system inspection of the air-feeding function inspection of the objective lens cleaning function reprocessing manual_manually cleaning the endoscope and accessories_ flushing detergent solution into the air/water channel¿ olympus will continue to monitor field performance for this device.